Event description:
It was reported that during a procedure, the device's clips will not close proximal to distal. A competitor's device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 04/15/2009. Info anticipated, but unavailable at this time.